Event description:
This lead and the pacemaker were explanted due to high thresholds. While explanting this lead, the physician noted a possible fracture on the rv lead. The physician replaced the entire system on (B)(6) 2012. This lead was retained by the hosp. Should add'l info become available, this file will be updated.